Manufacturer narrative:
Date sent to FDA: 03/17/2017.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic robotic myomectomy for the removal of uterine fibroids on (B)(6) 2013 and a morcellator was utilized. The removed fibroid was classified as begign smooth muscular tumor. On (B)(6) 2016, the patient underwent another myomectomy ¿ abdominally, non-morcellator and nodules were found. The patient was diagnosed with iia low grade stromal sarcoma. She had surgery on (B)(6) 2016 ¿ exploratory laparotomy, total hysterectomy, bsoo, optimal cancer debulking with no gross residual with right ureterolysis, resection of right abdominal wall mass, pelvic and abdominal wall peritoneal stripping, resection of multiple intestinal tumor nodules, small bowel and enterotomy, recto sigmoid resection. Each of the cancerous growths were metastatic. No additional information was provided.